Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a paddle lead repositioning procedure. Patient is doing well postoperatively. No product removed or explanted.